Event description:
Rptr had bilateral breast implants implanted on 3/18/81. She had fibrocystic disease/sclerosis and an 80% mastectomy. On 1/23/89, the right implant was exchanged. In 11/89 she was diagnosed with chronic fatigue syndrome, low immunity, panic disorder and depression. Five years later she still has fatigue. It is worse, causing numerous problems. (Some rptr referred to in 1003636-1003638).